Event description:
We are reporting a total of 41 events with different models of electrophysiological ablation catheters by biosense webster, which occurred in the past year. In this report, we have listed 02 events out of the 41 events. The details are below: brand name: variable lasso: model/catalog #: d7402515rt, lot number: 30206923l, malfunction: unable to visualize on mapping. D134302, 30337457l, lasso curve would not close.